Event description:
A user facility reported a dermal burn to the patient's face (under the right cheek bone to face line) 1 day post op after receiving a thermage flx treatment. Rinderon (betamethasone valerate gentamicin sulfate) was given to the patient as secondary treatment. The patient's current status is unknown. It is also unknown if there will be any permanent damage or scarring. No photographs are available for review. No other treatments (besides thermage) were being performed in the same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The highest energy level used was 3.5. Tip too warm errors occurred during the treatment. Solta medical croygen and coupling fluid used during this treatment. The treatment tip surface was inspected prior to use and there wasn't anything remarkable to report. The treatment tip surface was inspected during the treatment every time an error occurred. This is the first time this treatment tip was used.

Manufacturer narrative:
The datalogs were reviewed. It was found that the handpiece, once in a while, was not straight up so the liquid cryogen flowed to the low side of the thermage tip causing uneven cryogen distribution with error code ec78c (tip too warm). The datacard log confirmed the customer¿s account of tip too warm error occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. It is unknown what caused the error during treatment. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of data the system and the handpiece performed as expected. Service was unable to verify the customer's complaint. The tip was valid and verified against the solta database. The tip passed the leak test. The tip passed visual inspection as no dents, scratches, blemishes, or dielectric breakdown was observed. The tip passed the thermistor test. No functional testing was able to be performed due to tip being expired. According to thermage flx user manual, burns are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns are a known possible side effect during a thermage flx treatment. No corrective action is necessary at this time.